Manufacturer narrative:
The device was tested in the field. The customer's complaint of 'fluid leaking from the battery which caused short circuit to the connector and melt is confirmed. The battery was replaced and it passed pvt. The probable cause determined to be that the customer put the battery upside down, causing leakage and the battery liquid caused short circuit.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a plum 360 pump where it was reported that 1 of the 43 csb batteries, with lot number 13716418, has a leakage problem; the leakage caused a short circuit to the connector, and it melted. It was also stated that the battery was installed upside down. They became aware of the event when it was returned from clinical use with a signed note. The pump was tested at the user facility, and it was confirmed to have replace battery alarm. The pump works fine after replacing another battery. There was no patient involvement, and no adverse event reported.